Event description:
Bard hernia mesh defects. Still hundreds reported per month, but still selling and using the product. Please help. Surgery (B)(6) 2021 to remove damaged ileum, and clean up trauma caused, ended that surgery with internal bleed, lost roughly 4 pints of blood between surgeries, before they found the bleed. Surgery to put faulty mesh in (B)(6) 2011 and removed faulty mesh (B)(6) 2016.